Manufacturer narrative:
Device retrieval has been initiated. Root cause investigation is pending physical inspection of the returned unit. Preliminary engineering assessment identifies possible solder joint failure in the output amplifier section as a potential hardware failure mechanism. This hypothesis remains unconfirmed pending device inspection. This report is submitted based on malfunction indicators present in the complaint record independent of confirmed root cause determination, consistent with 21 cfr 803.16. Biowave corporation will submit a follow-up MDR report upon completion of device inspection and root cause investigation, or within the timeframe required by 21 cfr 803.50, whichever occurs first.

Event description:
A veteran patient was using the biowavehome for treatment at the bilateral lateral cervical muscles (c6/c7) at her usual intensity of 12-16%. The patient was lying down and not moving during treatment. Skin preparation was performed using a baby wipe prior to electrode placement. Upon turning the device on, the display showed an abnormal readout of "7 minutes." The device then delivered an unintended electrical output of sufficient magnitude to physically displace the patient from a lying position. The patient's husband was present and was required to physically disconnect the lead wire from the unit to terminate therapy, as the power button was non-functional. Following the event, the device display showed a blue screen and the unit could not be powered off via the power button. The patient reported being very sore the following day. No medical attention was sought. No visible injury or skin marks were observed.